Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultraping meter was giving her inaccurate erratic, high readings. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that at an unspecified date and time at the beginning of (B)(6) 2012, the patient obtained the alleged erratic, high readings, done back to back, which she could no longer recall. The patient stated that she manages her diabetes with the insulin pump and "increased her bolus (novolog) by a few units" in response to the reported issue. An hour after the alleged issue occurred, the patient claimed to have developed symptoms of being "dizzy, lightheaded, and shaky", symptoms that she associates with having low sugar, but denied receiving any treatment in response to the symptoms. At the time of troubleshooting, the cca determined that an approved sample site was used for testing. The cca also noted that the patient did not have control solution available. Replacement products were sent to the patient. Although the patient denied receiving any treatment after the alleged issue began, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter was returned without batteries. Pa inserted new batteries and the meter was found to work properly. The retain test strips passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.